Manufacturer narrative:
(B)(4). The 900pt531 junior heated breathing tube (hbt) is used with the airvo humidifier to deliver warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Method: the complaint 900pt531 hbt was returned to fisher & paykel healthcare and was visually inspected and resistance tested. The airvo 2 humidifier involved in the incident continues to be used by the hospital, with no issue. Results: visual inspection of the hbt revealed that it was damaged in the central section of the tubing over an area of about 150mm in length. Small sections of the tubing had softened and deformed slightly in this section of the limb. There was no damage to the heater wire insulation, indicating that the heater wire had not produced excessive heat. The remainder of the circuit did not exhibit any defects or abnormalities. The pitch of the heated wire inside the tube was uniform. Resistance testing of the heater wire showed that it was within specification. Conclusion: our testing of the hbt indicates that the tubing would have to covered and under compressive load for at least 20 to 30 minutes for any melting to occur. The heater wires are coated with teflon, which remains intact even under compressive load and has a much higher melting point than the hbt. During production the heater wires are 100% visually inspected using a camera system. The heater wires are also tested for resistance, continuity, polarity and pitch during production. Before the product leaves the line a full functional test is conducted under load. The airvo system is designed to comply with the electrical safety standard ul60601-1. The case is composed of a flame retardant material. The surface temperature of the heated breathing tube is within the limits specified by iso 8185 with regard to hot tube surface temperature not exceeding 44° celsius. There are many safety features incorporated into the airvo to prevent overheating and fire. These include: the heater wires in the heated breathing tube are coated with teflon, completely insulating them from the gas path; the pcb at the [patient] end of hose is over moulded with the thermoplastic polymer polypropylene, ensuring it is excluded from the gas path; the airvo contains a transient current detector, tcd. This tcd is tested on the production line. It is also checked by the control system when the airvo is powering up before each use; an 'over-temperature' sensor will automatically cut power to the motor, heater plate and heater wire if it detects any overheating; the airvo is constantly checking power in the heated breathing tube and turns the heater wire off if the measured power is too high. The user instructions that accompany the myairvo humidifier include the following warning: adding heat, above ambient levels, to any part of the breathing tube or interface, e.g. Covering with a blanket, or heating it in an incubator or overhead heater for a neonate, could result in serious injury. The user manual instructs the user to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." The user manual also states that the "airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support."

Event description:
A hospital in (B)(6) reported that a 900pt531 airvo junior heated breathing tube used with an airvo2 humidifier became 'charred' while in use on a patient. No patient consequence was reported.